Event description:
After the implantation procedure of the device involved in this report was finished, the device was not operating in aai pacing mode as expected by the physician.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.